Manufacturer narrative:
Title: risk factors of anastomosis stricture after esophagectomy and the impact of anastomosis technique source: annals of thoracic surgery, 2023 by the society of thoracic surgeons published by elsevier inc. Https://doi.org/10.1016/j.athoracsur.2023.01.026 ann thorac surg 2023;115:1257-65 d10. Concomitant product: unknown eea, unknown eea (lot#unk); unknown egia su, unknown endo gia sulu (lot#unk); unknown endo gi, unknown endo gia instrument (lot#unk). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study aimed to identify the risk factors of postoperative stricture in patients who underwent esophagectomy for esophageal cancer between 2003 and 2019. In one out of four types of anastomosis, the barbed device or a competitor suture was used for manual sewing (ms). There were 737 patients in the study, and postoperative complications in all groups included cervical anastomotic leak in nine (9) patients and intrathoracic anastomotic leak in three (3) patients. Eight patients had strictures. Interventions were not reported. The study identified 3 risk factors for anastomotic stricture: leakage, chronic obstructive pulmonary disease (copd), and anastomosis technique.